Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that atrioventricular (av) block 1 occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of antiplatelet medication other than aspirin. A loading dose of 600 mg of clopidogrel was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). One day post index procedure, the patient developed av block 1. The event resulted in a prolongation of hospitalization. Five days post index procedure, the event was recovered and the patient was discharged home on aspirin and clopidogrel.